Event description:
It was reported by the clinician that while they were inserting the 18 gauge needle, it broke in the pt. They were able to pull the remaining piece from the pt's skin. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.